Manufacturer narrative:
Awaiting return of product to conduct quality investigation.

Event description:
Doctor instructed him to replace meter. Inaccurate readings on meter. Reports incident happened less than 1 week ago.